Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. However, initial analysis revealed a device anomaly. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicators advisory.

Manufacturer narrative:
Detailed analysis is pending.